Event description:
Spontaneous call, patients wife stated she changed the pump last night around 5pm, and today was getting alerts, 4 beeps and 4 vibrations, and medication delivery had stopped; the alarm was blockage detected. She switched the pump and cleo infusion set and it was working just fine and right now medication is running. Sn is (B)(4). No other information known. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? No. Working again. Did we replace the device? No. Pump likely working again. Reported to (B)(6) by: patient/caregiver.